Manufacturer narrative:
B2: date of death: an event date was reported as (B)(6) 2025. It was additionally reported that home patient "passed away last night while they were connected to the machine". H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away while connected to a homechoice machine. The cause of death was not reported. There was no report of hospitalization prior to death. It was not reported if an autopsy was performed. It was reported that pd therapy was ongoing prior to death and at the time of death. No additional information was available.

Manufacturer narrative:
Additional information: b1, d9, h1, h3, h6 and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A short simulated therapy was successfully performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. No device failure or malfunction was identified that could have caused or contributed to the reported event. The reported issue was not verified. The cause of the condition could not be determined. Based on additional information received, the homechoice was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.